Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line connection at the catheter during drain 1 of 2 of pd treatment. The patient reported receiving multiple air detected in cassette alarms during drain 1 of 2. It is unknown at which point in therapy the leak may have begun. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with 1 dose of vancomycin 1g via intraperitoneal administration. When following up with the patient he said he believes he might have accidentally loosened the connection between the patient line and the catheter when he was asked to check it. The cassette used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cassette to the manufacturer.

Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. "

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer within the original packaging. Catalog and lot number were confirmed. The actual sample was visually inspected and was found acceptable; no damages were observed in the patient line. In addition, the actual sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. The evaluation findings were unable to confirm the alleged fluid leak. A cause for the fluid leak was not established.